Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and another manufacture's device displayed a gradual rise in shock impedance measurements to > 200 ohms. The health care professional (hcp) was directed to contact the device manufacture. There were no adverse patient effects reported. The lead remains in service.